Manufacturer narrative:
H3 other text : device remains implanted.

Event description:
A company representative reported that during routine post-operative follow-up, it was discovered that one of the yukon oct polyaxial screws fractured at t1 approximately three months after implantation. Revision surgery is not currently planned.

Event description:
A company representative reported that during routine post-operative follow-up, it was discovered that one of the yukon oct polyaxial screws fractured at t1 approximately three months after implantation. Revision surgery is not currently planned.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion h3 other text : device remains implanted.